Event description:
While driving home from the grocery store, my beta bionics ilet insulin pump started to alarm. I checked and it was 70 and falling fast. I found a parking lot to pull over (5 minutes from first alarm) and checked again it was 48 and still falling. I ate three glucose tabs and waited 5 minutes. At that time, it was 52, so I ate 3 more glucose tablets. 5 minutes later, it was 60. I called my husband to stay on the phone with me while I drove the 15 minutes home. He stated my voice was shaking and slurred. I was physically shaking and sweating. By the time I arrived home, I was back into the upper 50's. I drank a full glass of juice. And now an hour later, I am 124. This is not the first time I've had a significant low, normally I get them overnight while sleeping. But this one could have killed me or another driver on the road had I not been able to find a place to safely park. Since getting this device in (B)(6) 2025, I have consistently had significant lows. The idea of a medical device using ai to control diabetes sounds good in theory, however in reality, it doesn't work and drops your blood sugar extremely low on a regular basis.